Manufacturer narrative:
Corrected information: device code is not applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was explanted on (B)(6) 2016.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal baclofen 350 mcg/ml at 109.10 mcg/day and morphine 24 mg/ml at 7.481 mg/day. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that the pump was alarming on (B)(6) 2016. There was a motor stall and the ¿pump was turned off.¿ the patient went through withdrawals as a result of this issue. The patient said the pump was ¿playing a little tune for her.¿ the patient¿s hcp no longer implanted pumps. The patient was seen at the hcp¿s office on (B)(6) 2016. The logs were run; they confirmed a motor stall occurred on (B)(6) 2016 at 03:33. The manufacturing representative encouraged the hcp to turn the pump to minimum rate in case of any restarting of the pump. The pump was updated to minimum rate. The hcp decided to send the patient to the emergency room after the appointment for her withdrawals. The issue was not resolved. The patient¿s status was ¿alive ¿ no injury.¿ surgical intervention did not occur and was not planned. It was also noted that the patient had a hickman catheter placed recently, and a low reservoir alarm occurred on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from a legal firm indicated delivery failure had occurred. The patient had been hospitalized on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. If information is provided in the future, a supplemental report will be issued.